Event description:
The physician's office noted that the vns settings were increased in response to the increase in seizures. It was reported that the patient later underwent generator replacement surgery. The explanted generator was discarded and is unavailable for analysis. No additional relevant information has been provided to date.

Event description:
It was reported that a patient was experiencing an increase in seizures over the past few weeks. The physician's assistant was concerned that the battery was depleting. It was later reported that the patient's seizures were above her pre-vns baseline, according to the patient's mother. The patient's settings were increased at a later clinic visit, and the patient has since experienced an improvement in seizures. No additional information has been provided to date.

Event description:
It was reported that device diagnostic tests were within the normal limits during two clinic visits that took place around the same time the patient experienced an increase in seizures. No additional relevant information has been provided to date.